Manufacturer narrative:
After battery installation. No button error alarm noted. However, exit and left keypad buttons were not working due to corroded keypad trace. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had button error alarm. No harm requiring medical intervention was reported. The customer already changed the battery but the alarm did not be cancelled. The device will not be returned for analysis.